Event description:
It was reported that during a low anterior resection procedure, post firing on removal of the gun, both donuts were checked and deemed suitable. Leaks in anastomosis were checked; all seemed fine and the patient was moved to recovery. It wasn`t until later in the night the surgeon in question woke up concerned that the anvil head was not visible once removed post fire. Patient was checked and the anvil was located removed and then discarded. To clarify staples fired and anastomosis donuts and leaks all observed and deemed fit. The anvil head however dislodged during firing and remained in stomach. It has now been removed. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.